Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial (ra) lead was fractured at the tip. High impedance - which triggered an alert - was noted, the threshold was also high/unstable and there was oversensing/noise. The lead was capped and replaced. It was also reported that the right ventricular (rv) lead superior vena cava (svc) impedance was high, an alert was triggered and there was a possible fracture. The lead was evaluated and remains in use. Finally, it was noted that the patient may have experienced an increase in rv pacing percentage due to the ra lead issues. No patient complications have been reported as a result of this event.